Manufacturer narrative:
Complaint conclusion: during prep, the filter basket of an angioguard rx was docked in the deployment sheath tip properly, however, when the device was removed from the coil dispenser, the guidewire was found to have come out of the deployment sheath slit. Additional information was received from the product analysis indicating that three struts were found fractured and the struts and coil tip presented a foreign material. At the time the product was shipped by the user, there was no visible damage noted on the device. It is unknown when the strut fractures actually occurred. The foreign material was determined to be the result of a chemical reaction between the solder and saline/tap water. This chemical reaction requires a period of time much longer than what occurs during use on a patient and thus presents no danger to the patient. One non sterile angioguard rx was received accompanied by a capture sheath both coiled inside of a plastic bag. The torque device was received detached from the delivery system. The deployment sheath was received without any visual damage. The filter basket was received partially deployed from the deployment sheath. No other anomalies were found. The filter basket was removed from the deployment sheath and three struts were found fractured, the struts and coil tip presented a foreign material. Sem and x-ray analysis were performed for the angioguard rx device to determine the cause of the struts fractured and the foreign material observed over the struts and coil tip. Sem results showed:slight ductility can be observed in the fracture surfaces suggesting a tensile fracture. No characteristics of bending, fatigue or cutting can be observed in the fracture sites. The root cause of this fracture could not be conclusively determined. X-ray results showed: the deposited material was composed of carbon, oxygen, calcium, phosphorus, sodium, tin and chlorine. The solder alloy used in the coil and tip is 1% to 5% silver and 60 to 100% tin. The root cause investigation into the presence of the foreign material found post decontamination on the returned product determined that the contaminate/corrosion of the non implantable delivery wire appears to be a chemical interaction of the tin-based solder with saline solution and/or a chlorine-containing compound (e.g. Tap water). Based on the test results, the contaminate/corrosion related to exposure to this chemical interaction would only occur over time, post-procedure without effect on the procedure or the patient. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported failure by the customer as deployment (delivery) sheath premature peeling was not confirmed since no damage was found on it; however when the filter basket was removed from the deployment sheath three struts were found fractured. The exact cause of this fracture could not be determined; the device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the fracture found. The product analysis suggests that the fracture found is not related to the angioguard manufacturing process; therefore, no corrective action will be taken at this time

Event description:
During prep, the filter basket of an angioguard rx was docked in the deployment sheath tip properly, however, when the device was removed from the coil dispenser, the guidewire was found to have come out of the deployment sheath slit. Additional information was received from the product analysis on 7/8/2010 indicating that three struts were found fractured and the struts and coil tip presented a foreign material. Another product (details unk) was used to successfully complete the procedure.